Manufacturer narrative:
The unit was manufactured in 2008 and is not under steris service agreement for maintenance activities. During the time of the reported event, the sterilizer was running a cycle when the unit began to produce a "haze" throughout the room. The vacuum pump oil is non-toxic and not considered hazardous. The unit did not alarm, and the cycle was completed successfully. The unit was removed from service following the reported event. A steris service technician arrived onsite to inspect the unit and found that the two ports for the oil return line were closed causing the oil filters to deteriorate. The technician stated that the oil filters were saturated with oil and oil residue. Additionally, the technician found that one of the o-rings, located on the oil mist eliminator (ome) became dislodged. As the o-ring became dislodged this allowed oil to build up around the filter housing and the reported event to occur. The v-pro 1 plus operator manual states (pg. 8-8), "preventive maintenance schedule for amsco v-pro 1 low temperature sterilization system, 3.2 replace vacuum pump oil (initial oil change at six months of operation). Min. Frequency 2 x per year. 3.3 replace vacuum pump filters. Min. Frequency 2 x per year." The technician performed a standard oil change, cleared the return line, and replaced the ome filter. The technician ran a test cycle, found the v-pro 1 plus sterilizer to be operating properly, and returned the unit to service.

Event description:
The user facility reported that an employee experienced irritation from oil mist emitting from their v-pro 1 plus sterilizer. The employee sought medical treatment and returned to normal work duties during their next scheduled work day.